Manufacturer narrative:
No disposable polymer I/a product was returned for evaluation for the report of the tip stripping the descemet from the corneal surface; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that he feels the irrigation/aspiration tip is stripping the descemet from the corneal surface as he enters the incision during surgery. This is the second of two reports from this facility. Additional information has been requested.